Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the 5mm, 33cm peek monopolar handle 33cm was received with dents and cracks on insulation. Functional inspection: the handle was tested with an insulation integrity test and failed. Probable root causes could be (1) improper cleaning and sterilization (2) normal wear in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.